Event description:
During zoll technical service department's routine check of a returned loaner, the device would not power on when using a battery. There was no patient involvement in the reported failure.